Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received five inappropriate shocks due to atrial fibrillation (af) and had presented to the emergency department. The patient was alert and asymptomatic at the time of the shocks. Boston scientific technical services reviewed the patient past history available and noted that in early april the patient had multiple ventricular tachycardia and non-sustained ventricular tachycardia events which were in the vt-1 zone. Additionally, this patient was admitted into the hospital and the physician will adjust the patient's medication. This ICD remains in service and there were no additional adverse patient effects reported.